Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was frozen and had critical pump error. The customer¿s blood glucose level was 6.7 mmol/l at time of incident. The customer reports buttons were not responsive. Troubleshooting was not performed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. The critical pump error was generated by pump error 53 per boot loader traces. The long history file confirmed pump error 53 due to a software anomaly. Unable to perform functional test including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.